Event description:
Physician reported that pt presented with suture extrusion/abscess which ultimately became infected as a result of the clinical process. Event occurred approximately ten weeks following initial surgery for repair of a ruptured duodenal ulcer. Pt was returned to or for debridement and repair of the incision. Physician stated that the pt has fully recovered.